Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. The handle was attached to a representative clamshell and adapter and fired successfully. An analysis of the system logs which indicated that there were no handle errors or any related errors. Additional findings during the log analysis indicated that the handle had multiple unknown resets. There were also missing logs present in the total log file. The back handle housing was removed, there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. There were missing logs present in the logs, it's possible the reported condition occurred during these empty logs but can't be confirmed. Additionally, the investigation detected an unreported condition of damage to the 44-pin cable that has no relationship to the reported condition. The ground trace on 44-pin flex cable become damaged due to the rear handle housing pushing against the flex cable. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the handle would not charge while on the charger. It was noted that the display showed a red circle and line through a handle. Yellow exclamation sign above. Yellow outline. The operator tried to restart the device but it was unsuccessful. There was no patient involvement. Initial evaluation of the incident is that an analysis of the system log analysis indicated that the handle had multiple unknown resets. There were also missing logs present in the total log file. The back handle housing was removed, there was damage to the 44-pin flex cable on the ground pins where it connects to the motor board.